Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) delivery system ended up cannulating the coronary sinus. Upon removing the system from the coronary sinus, the patient's blood pressure dropped and an effusion was observed, resulting in a tamponade. A pericardiocentesis was performed, and the patient was stabilized. The device was not used, and a traditional implantable pulse generator (ipg) system was implanted. No further patient complications have been reported as a result of this event.